Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device was re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided follow up print out from march 14, 2023 confirmed the reported loss of capture. The output was programmed to 5.0 v @ 1 ms. According to the follow up print out from march 15, 2023 loss of capture occurred again. The provided screenshots of x-ray images were investigated demonstrating a dislodgement of the atrial lead. However the lack of quality of the images did not allow further analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional relevant data or the devices themselves become available for analysis, the report will be updated.

Event description:
The lead dislodged. Syncope episodes due to loss of capture by ventricular lead were reported. Lead was repositioned and remains implanted. Should additional information be received, this file will be updated.